Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt has experienced locating and communicating the ipg with the pt programmer. A replacement programmer was unable to resolve the issue. The pt is reported to have stimulation. The pt is scheduled to meet with the sjm rep to troubleshoot the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.